Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (03-december-2007).

Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The handle/plunger broke during the procedure. No injury to the pt was reported.